Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was unavailable in the initial medwatch report. The device manufacture date has been identified and updated accordingly. H6: device history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that there were no non-conformances or abnormalities identified during the manufacture of the device that may have contributed to the reported condition.

Event description:
It was reported from the health authority in china that during an unspecified surgical procedure, it was discovered that the quick coupling device did not function and had an abnormally high temperature. It was reported that during the surgery, when using the combination electric drill system to fix the kirschner wire, the joint heated up and the drill suddenly stopped working, which could have caused damage to human organs and tissues. The reporter confirmed that no damage was caused to the human organs and tissues. A spare device was used to complete the surgery. It was not reported if there were any delays to the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D10: concomitant med products and therapy dates: k- wire device, (B)(6) 2024 e1: the reporter¿s complete facility address was not provided. H4, g1-1: the device manufacture date and the manufacturing site name are currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).